Manufacturer narrative:
Follow-up information received on 06 april 2017 via product complaint investigation report. The report confirmed that the suspect toothbrush was manufactured by shumei (manufacturer number 3006536571). Initial report filed under manufacturer number 9615008-2017-00001 for m + c schiffer (B)(4), this number has since been changed to 3006536571-2017-00003. All follow up reports will be submitted under the current manufacturer number of 3006536571. 3006536571-2017-00003 is associated with argus case (B)(4), sensodyne multiprotection toothbrush. Sensodyne multiprotection toothbrush is marketed as sensodyne precision toothbrush in the us. Qa results from 06 april 2017: defect sample has been received and reviewed. Clearly observed that the bristles are obviously deformation and there are a lot of bite marks on the toothbrush head. Physical checked on the returned sample, the tuft retention force and anchor wire length are all within the product specifications. Obviously, the defect sample might be caused by misuse or caused by improper user.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of headache in a female patient who received amoxicillin trihydrate, potassium clavulanate (clavulin) tablet for product used for unknown indication. On an unknown date, the patient started clavulin (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting clavulin, the patient experienced headache, nausea and vomiting. The action taken with clavulin was unknown. On an unknown date, the outcome of the headache, nausea and vomiting were unknown. It was unknown if the reporter considered the headache, nausea and vomiting to be related to clavulin. Additional information the patient informed that used the suspect product and presented the described symptoms. Follow up information was received on 13 jan 2017. This case described the occurrence of choking in a (B)(6)-year-old female patient. This case was associated with a product complaint. Co-suspect products included gsk toothbrush (sensodyne multiprotection toothbrush) toothbrush for product used for unknown indication. On an unknown date, the patient started sensodyne multiprotection toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting clavulin and sensodyne multiprotection toothbrush, the patient experienced choking (serious criteria gsk medically significant), headache, nausea, vomiting, accidental exposure to product and product complaint. Clavulin was discontinued (dechallenge was unknown). The action taken with sensodyne multiprotection toothbrush was unknown. On an unknown date, the outcome of the choking, accidental exposure to product and product complaint were not reported. The reporter considered the choking to be unrelated to clavulin. The reporter considered the choking to be related to sensodyne multiprotection toothbrush. The reporter considered the headache, nausea and vomiting to be unrelated to sensodyne multiprotection toothbrush. It was unknown if the reporter considered the product complaint to be related to sensodyne multiprotection toothbrush. The bristles of sensodyne multi protection was dropping and she choke with them. Qa report received on 06-apr-2017: the complaint was unsubstantiated.